Event description:
It was reported by the caller, a clinical account specialist, that during the pfa application the physician noticed that the patient was in some degree of heart block and the physician stopped the case. The caller state that the physicians added that while completing ablation with the ablation catheter on the cti line one of the loops could have been too septal and caused the event. The patient received assistance, and a pacemaker will be set. The caller stated the patient was in stable condition. The catheter that was in the body at the time of the event was a reprocessed cs catheter. Per processes the carto system v8.1.0.325 will be dispatch to fse for follow-up. Ablation system in use: farapulse pfa system ((B)(6)). The petal xml files were in used. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).